Manufacturer narrative:
The complainant indicated that the device has been disposed of at the user facility and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a rotational atherectomy procedure, removal difficulties were encountered. The 90% stenotic lesion was located in the moderately calcified and non-tortuous right coronary artery(rca). The 1.50mm rotalink burr stalled in the lesion and was unable to rotate at all. Outside of the patient, the physician cut the burr shaft with a surgical scissors and attempts to remove the burr by pulling were unsuccessful. The physician then placed a luge guide wire and a maverick balloon (size unspecified) proximal to the burr, dilated the balloon once and the burr was successfully removed. The procedure was completed with deployment of an unspecified size promus stent. No further complications were reported. The patient's condition was reported as "fine". Additional info has been requested.